Manufacturer narrative:
(B)(4) the rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in greece reported, through a fisher & paykel (f&p) healthcare sales representative, that seven rt265 infant dual heated evaqua2 breathing circuits were found to have cracked around the elbow connector on the expiratory limb. There was no patient involvement.